Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the unit presented nutrition leak at the nutrition packaging. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the customer reported that the unit presented nutrition leak at the nutrition packaging. There was no patient injury/harm reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 200480155. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported device was not returned for evaluation. However, a video was provided by the customer. Visual examination of the video confirmed the report of leak. The leak presented at the tubing line and cross-spike connection. An investigation has been initiated to determine the root cause of leak at the cross-spike and tubing connection. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.